Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "low"; specific value was not provided. Customer consumed glucose tablets to address bg. Reportedly, the pump and the transmitter regained connection after customer inputted the correct transmitter ID into pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.